Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4)   and eo residual levels in compliance with iso (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicity per iso (B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion. The patient treated the infection with an antibiotic (unknown).